Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the patient have a past medical history of coronary artery disease, hyperlipidemia, and hypertension. Also, the patient had valve implanted at a final depth of 13mm from non-coronary cusp to ventricular end of the frame and 12mm from left coronary cusp to ventricular end of the frame. The mean stent protrusion into 12.5mm. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6) , r738389401 it was reported that on an (B)(6) 2023, a 25mm portico ng valve was implanted using a small flexnav delivery system. After the procedure, the patient experienced a left bundle branch block. No treatment or intervention was performed. On 1(B)(6) 2023, the patient had a complete 3rd degree heart block. On (B)(6) 2023, a permanent pacemaker was implanted. The patient is reported to be discharged on (B)(6) 2023.